Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that debris/particles were observed on a zcb00 intraocular lens (iol) during handling but prior to insertion. There was no patient contact reported. No additional information provided.

Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site in a plastic bag. Visual inspection at 10x microscope magnification showed loose particles/fibers in the optic body. The source of the particles is unknown. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. Prior to release, the lenses are 100% cleaned and inspected at 10x microscopic magnification. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Also, the dfu instructs the physicians to inspect the unit once the box was opened. Based on the investigation results there is no indication of product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.